Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's had been experiencing ongoing high blood glucose (bg) levels (300-400s mg/dl). The customer also reported that the site reminder keeps telling her to change the site 1 day after the supplies are changed. No additional information was provided regarding the site reminder and high bg and the customer declined tandem technical support's offer to troubleshoot.